Manufacturer narrative:
The investigation is still in progress. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the arctic sun device received an error 103 (switch settings incorrect) when trying to calibrate it. A check of the patient temperature (pt1) port with a simulator indicated that the isolation card had been damaged. User stated they would order and replace the isolation card onsite.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue was isolated to failed isolation card. It was known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure. The labeling review was not required as the issue was confirmed through other elements of the investigation to not be labeling or packaging related. The device was not returned.

Event description:
It was reported that the arctic sun device received an error 103 (switch settings incorrect) when trying to calibrate it. A check of the patient temperature (pt1) port with a simulator indicated that the isolation card had been damaged. User stated they would order and replace the isolation card onsite.